Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a needle stick injury-post use. This event occurred once. The following information was provided by the initial reporter. The customer stated: hazard, injury or erroneous results details was it a clean needle or a used needle: needle was used where was the injury: yes, phlebotomist was stuck with used needle while attempting to discard in sharps container was it the hand, the palm, the finger, which finger, which hand: pending. It was reported by the customer that some packages in lot do not have needle and a product defect caused a needle stick injury. Customer problem: customer states product has multiple defects, including missing needles, that caused a needle stick injury. Hazard, injury or erroneous results details detailed hazard including any medical intervention: needle stick injury occured due to product defect. Additional information pending.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-07. H.6. Investigation summary: bd received 4 samples and 2 photos from the customer for review and analysis. Both photos and samples were evaluated and show pbbcs devices appearing to have preactivation of the IV needles. Additionally, 100 retention samples from the bd inventory were subjected to a visual test for preactivation of the IV needle. All of the samples passed exhibiting no signs of preactivation of the IV needle. Bd is able to confirm preactivation from the customer sample analysis and the photos received. The 4 customer samples, along with 100 retention samples from the bd inventory, were subjected to a visual inspection for missing needle. All samples passed the testing because there was an IV cannula present. Therefore, this complaint cannot be confirmed for missing needle based on customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of missing needle based on customer sample and retain sample testing analysis. As there was no evidence bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a needle stick injury-post use. This event occurred once. The following information was provided by the initial reporter. The customer stated: hazard, injury or erroneous results details was it a clean needle or a used needle: needle was used where was the injury: yes, phlebotomist was stuck with used needle while attempting to discard in sharps container was it the hand, the palm, the finger, which finger, which hand: pending. It was reported by the customer that some packages in lot do not have needle and a product defect caused a needle stick injury. Customer problem: customer states product has multiple defects, including missing needles, that caused a needle stick injury. Hazard, injury or erroneous results details detailed hazard including any medical intervention: needle stick injury occured due to product defect. Additional information pending.